Event description:
On (B)(6) 2018 the lay user/patient contacted lifescan (B)(4) alleging an issue with her onetouch verio2 meter, specifically that it displayed an error 1 message. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged issue began around (B)(6) 2018. The patient usually manages her diabetes using glucophage 850 and novomix 30, and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient claimed to experience symptoms of ¿shaking, sweating and tired¿ approximately 10 days after the alleged issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr noted that it was not the first use of the device. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.